Event description:
It was reported that the 2800 system had a communication error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was re-seated during the service call. The system was tested and found to be working as intended and put back into service. (B) (4).